Manufacturer narrative:
The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other additional mitraclip device referenced in b5 is filed under a separate medwatch report number. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
This is filed for single leaflet device attachment and leaflet damage. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat mitral regurgitation (mr) with a grade of 4. One mitraclip (90402u154) was implanted, successfully reducing mr to 1-2. On (B)(6) 2019, the clip detached from the anterior leaflet and remained attached to the posterior leaflet. A single leaflet device attachment (slda) occurred, causing a tear in the anterior leaflet. The mr was increased to 4. In the physician's opinion, the slda was most likely due to pre-existing patient anatomy. A second procedure was performed on (B)(6) 2019. One mitraclip was advanced and implanted without issues. A second clip was advanced, and grasping was attempted, however the mr worsened due to the possible leaflet damage caused by multiple grasping attempts. The clip was removed and the procedure completed, with the mr worsened than before the first procedure. Post procedure mr remained at 4. The patient remains stable in the intensive care unit (ICU) and a possible surgical treatment is pending. No treatment has been planned at this time. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported slda was due to preexisting patient anatomy. The reported patient effects of tissue damage and mitral regurgitation as listed in the mitraclip system instructions for use, are known possible complication associated with mitraclip procedures. Tissue damage and recurrent mr are due to slda. There is no indication of product quality issue with respect to manufacture, design or labeling. MFR site - contact office name.